Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Not all connectors of the tigerpaw system ii device were engaged. Sutures were used to complete the procedure. There was no patient negative effects.